Event description:
It was reported the left ventricular (lv) lead was dislodged and had no capture. It was indicated the patient has showing signs of congestive heart failure. The device was reprogrammed until the lv lead was explanted and was replaced. It was noted that the anatomical position required that the replacement lead be smaller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.